Manufacturer narrative:
Concomitant medical products: 7741 lead, implanted: unk; 7742 lead, implanted: unk; and 4674 lead, implanted: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following an implant of a competitor pacing system with an antibacterial absorbable envelope, the patient experienced an infection within a month of implant. The patient was initially treated with antibiotics. The product remains in use. No further patient complications have been reported as a result of this event.